Event description:
It was reported that the aq2010v silicone three piece lens was torn during loading, but it was not discovered until after the lens was inserted. The lens was removed and replaced with the same type of lens without any pt injury. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that most of the optic and a haptic was torn off. There was evidence of a clear surgical residue.